Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found examine all accessories and connections to the controller before each use. Ensure that the accessories function as intended. Improper connection may result in arcing, sparking, or malfunction of the wand, any of which can result in an unintended surgical effect, injury, or product damage. Inadvertent activation or movement of wands outside the field of vision may result in injury to the patient. Localized burns to the patient or physician may result from electrosurgical current carried through other instruments and conductive objects. Electrosurgical current may be generated in conductive objects by direct contact with the active electrode or by the active or return electrode being in close proximity to a conductive object. Controller failure could result in an unintended increase in output power. The controller is intended for use only with smith & nephew accessories. Do not use other accessories. The combination of smith & nephew accessories with this controller ensures that the voltage applied to the accessory is below the corresponding voltage rating. (Iec60601-2-2) keep the wand cables away from cables from other electrical equipment. Electrical currents may be induced in the other equipment causing unintended effects. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device was received for evaluation. A visual inspection observed no physical issues. A functional evaluation revealed there were no issues with the device. All settings and voltages passed. The unit was opened and found no issues. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during surgeries, when using flow90 tips in the werewolf rf 20000 controller, patients experience electric shocks that caused involuntary contractions of the muscles. A backup device was available in the surgeries. No delay was reported or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.